Event description:
The investigation of the returned device found lumen coil exposed at the hub joint. Please see h.11 for correction supplemental report information.

Manufacturer narrative:
This supplemental report is being submitted to correct information in section b.5. To correct typographical error and section h6 (medical device problem code and evaluation code conclusion).

Manufacturer narrative:
Investigation conclusion: the investigation of the returned headway microcatheter found that an in-house guidewire experienced resistance when advanced into the lumen of the returned headway microcatheter during functional testing, which is consistent with the advancement issue described in the reported event. The lumen of the microcatheter was found to have delaminated ptfe liner and the lumen coil exposed at the hub joint, which would have resulted in the resistance encountered. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the delaminated ptfe liner and exposed lumen coil, but these conditions are consistent with a deviation in the manufacturing process, and will be addressed per the quality system process. A CAPA has been initiated. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that the microcatheter was used in an embolization of procedure to treat an aneurysm located in the c6 segment of the left internal carotid artery (ica). Reportedly, a guidewire could not enter into the hub of the microcatheter. The microcatheter was removed and replaced, and the procedure was successfully completed without harm to the patient. The investigation of the returned device found exposed lumen coil at the hub join.